Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple sensors failures. Due to chronic nature of issues tandem customer technical support replaced the transmitter to resolve the issue. There was no reported adverse impact. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.